Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient underwent a knee revision procedure due to bone fracture from lack of bony ingrowth approximately on year post-implantation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ requested but not returned by hospital.

Event description:
Patient underwent a hip revision procedure due bone fracture from lack of bony ingrowth approximately on year post-implantation.